Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an interventional pulse field ablation (pfa) procedure. Reportedly, one prostyle suture was successfully pre-placed; however when pre-placing the second suture, after lowering the foot plate, the physician was unable to remove the device. There was no resistance regarding the lever or the footplate. The physician changed the angle and was able to remove the device. It is believed that the suture got caught on the suture bearing. The suture was still able to be successfully pre-placed. The sheath was upsized to a 16.8fr and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty removing the closure device include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.